Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, out of range pacing impedances and loss of capture were observed on the left ventricular (lv) channel of this cardiac resynchronization therapy defibrillator (crt-d) system. The physician elected to program off lv pacing. The crt-d and the lv lead remain in service. No adverse patient effects were reported.